Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee multi-purpose system. During c-arm angulation the collimator dropped from the x-ray tube. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a workmanship error. During c-arm angulation the collimator detached from its support and tilted off. The investigation showed that during service activities the day before, the collimator had not been reliably screwed onto the mounting flange resulting in tilting during the c-arm movement. The collimator has a cabling that prevents the collimator unit (which weighs approximately 10-15 kg) from falling off completely. An individual error in workmanship during maintenance could be identified as the cause of the error. The service manual contains appropriate instructions for the correct removal and installation of the collimator. This was the first time that this error pattern was registered. Therefore, a systematic error is not present. The affected part has been reattached by the local service organization and the error did not reoccur. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.